Manufacturer narrative:
For OEM manufacturing sites:(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd interlink ext 2adopter foreign matter was discovered on the connection interface. The following information was provided by the initial reporter, translated from (B)(6) to english: before opening the package, the hcp found white fm on the connection interface.

Manufacturer narrative:
H6: investigation summary: the actual product could not be returned and the cause could not be identified. No abnormalities related to this event were found in the manufacturing process of the lot. No anomaly found on DHR. To date, no other similar events have been reported for the lot.

Event description:
It was reported that prior to use with bd interlink ext 2adopter foreign matter was discovered on the connection interface. The following information was provided by the initial reporter, translated from japanese to english: before opening the package, the hcp found white fm on the connection interface.